Event description:
Caller reported a tandem mobi cartridge alarm, leading to a high blood glucose level above 500 mg/dl, though the specific value was not provided. Customer took corrective actions by administering a correction injection via mdi and changing the infusion set and cartridge. Technical support confirmed cartridge alarm 30 and the issue was resolved as the caller successfully loaded a new cartridge and resumed insulin therapy. No third-party assistance was required